Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for partial display. Blood glucose at the time of incident was 359 mg/dl. Customer reported that insulin pump started alarming but no message on the screen. Customer is calling back with blank display after receiving new battery cap. Customer reports display is flashing. Customer reports pump screen flashing when screen was turned on after being in sleep mode. The insulin pump will be returned for analysis.